Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd (chronic obstructive pulmonary disease) and asthma. Medical intervention was not specified. There was no contact information provided for the reporter due to litigation filing by the reporter. A final report is being submitted. The product associated with this complaint was not returned to the manufacturer. However, complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd (chronic obstructive pulmonary disease) and asthma. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.